Manufacturer narrative:
E1 (phone number) - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the no image on the screen and scope communication error (e226) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image on the screen and scope communication error (e226). The issue was found during inspection for use. There were no reports of patient involvement.